Manufacturer narrative:
Follow-up # 1 date of submission 22-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 06-mar-2018 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with a blank display screen. The pump was opened and there was moisture damage observed on the printed circuit board (pcb). The initial complaint was confirmed during testing. The black box and alarm history showed ¿cs 054/cs 052¿ call service alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The device has been requested for return but has not yet been received.

Manufacturer narrative:
Follow-up #2: the correct is as follows: on (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.